Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the stent not being pulled out of the biopsy channel or foreign material coming out of the distal end could not be determined. It is considered that the user attempted to pull the stent out with bent bending section, which led to strong friction between the stent and the biopsy channel. Despite three good faith effort (gfe) about details of the foreign material, such as shape, texture, etc., information was not available. Therefore, material was not identified. The stent could not be pulled out of biopsy channel may be prevented by handling device according to the following instructions for use (IFU): operation manual_ operation_ using endotherapy accessories warning:if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. Foreign material coming out of distal end due to damage of biopsy channel may be detected/prevented by handling device according to the following IFU: IFU states detection methods in tjf type q180v operation manual 3.3 inspection of the endoscope 3.8 inspection of the endoscopic system preparation and inspection. IFU states preventive measures in tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duedenovideoscope had an issue with the stent that could not be pulled out of the channel while the endoscope was outside the patient. There were no reports of patient harm.